Manufacturer narrative:
The treatment tip was returned to solta. An evaluation of the returned treatment tip indicated damage to the tip membrane. The cause of damage cannot be determined. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tip membrane damage, which can cause the radiofrequency energy delivered by the system to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of excessive force being used on the handpiece during energy delivery. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Burns, blisters, scabbing and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroid and antibiotic preparations may be of benefit. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment.

Event description:
Additional information received indicated the blisters resolved without scarring.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed blisters in the right side of the face during treatment. According to the physician this occurred after 33 ¿shots¿ and the physician suspected there might be an issue with the membrane of the treatment tip. Patient was given steroid cream, unspecified medicine and topical cream after the treatment. It is unknown if the patient had undergone other treatments in the same symptom area in the past 30 days. Reportedly, the tip surface was inspected prior to use with no anomalies; however, it is unknown if tip surface was re-inspected during treatment. Highest energy level used was 3.5. Reportedly no system errors occurred during treatment. No other information is available.